Event description:
It was reported that: "tavi procedure, the hub(membrane) of the manta sheath was defected, the doctor tried to insert the manta to the sheath several times but felt a big resistance. He took another manta device, and the problem was repeated. So he had to take a third manta and then it was ok. Associated to: 3010252479-2023-00097 manta; 3010252479-2023-00099 manta; 3010252479-2023-00100 manta. Additional information: there was no issue advancing or withdrawing procedural sheaths. There was no buckling or bending of the sheath when it met resistance. The entire sheath and device was removed and a new device was used. There was no reported harm to the patient.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered "big" resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to insert the bypass tube into the hemostatic valve multiple times although the resistance was present. No buckling or bending occurred to the bypass tube when met with resistance (see 3010252479-2023-00097 manta). The first 18f ce manta device and sheath were removed from the guidewire and a second 18f ce manta device and sheath were opened and attempted to deploy. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered "big" resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to insert the bypass tube into the hemostatic valve multiple times although the resistance was present. No buckling or bending occurred to the bypass tube when met with resistance. The second 18f ce manta device and sheath were removed from the guidewire and a third 18f ce manta device and sheath were opened and successfully deployed. The patient experienced no harm, injury, or consequence due to this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: " tavi procedure, the hub (membrane) of the manta sheath was defected, the doctor tried to insert the manta to the sheath several times but felt a big resistance. He took another manta device, and the problem was repeated. So he had to take a third manta and then it was ok. Associated to 3010252479-2023-00097 manta, 3010252479-2023-00099 manta, 3010252479-2023-00100 manta. Additional information: there was no issue advancing or withdrawing procedural sheaths. There was no buckling or bending of the sheath when it met resistance. The entire sheath and device was removed and a new device was used. There was no reported harm to the patient.